Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while preparing a rituxamab IV, the drug leaked into the double membrane in two of the four vials used of the bd phaseal¿ protector (p14). There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no qn¿s or other events that may be related to the claimed defect were found during DHR review. Lot number: 1708004, product code: 515100. Quantity of customer samples: 7 pictures. 3 retained samples. Some pictures were received for investigation. The pictures show different views of the protector. However, it is no possible to identify the point of leakage. 3 retained samples were taken for investigation. Functionality test was performed according to ph-302. No leak was found in the membrane, no leak was found at hydrophobic filter. Leakage test was performed in 2 samples, according to pc-226. No leakage was found through or around phaseal membrane. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Investigation conclusion: leak on the ¿double membrane¿ is described in the complaint. However, based on the pictures received it is no possible to confirm the claimed defect. The point of leak is not found. Phaseal protectors have only one membrane. Hydrophobic filter is a potential point of leakage as well. No leak at any point was found in retained samples. No qn¿s or other events that may be related to the claimed defect were found during DHR review. It no possible to confirm the claimed defect.

Event description:
It was reported that while preparing a rituxamab IV, the drug leaked into the double membrane in two of the four vials used of the bd phaseal¿ protector (p14). There was no report of injury or medical intervention.